Event description:
Consumer called for their pt stating they were feeling dizzy and unwell. Tested with the paradigm link meter and got a reading of 253, pump recommendation was 2.6 units, which they dispensed. Starting feeling very hungry and very low and was borderline unconscious. Called ambulance and was taken to hosp by paramedics who tested pt's blood at 54. Consumer believes meter to be inaccurate.